Event description:
The patient came in today and said that his device does not work. The patient did not charge the device for about 3 months and was not receiving therapy anymore. The patient came to the clinic and when trying to charge the device the ¿reposition antenna-press start charge¿ screen displayed. A physician recharge was tried but after 60 minutes the device still could not be charged and same screen was displayed, ¿reposition antenna-press start charge¿. The company representative could not locate the antenna so the ¿stop charge¿ + ¿audio control¿ was pressed which displayed pr-av 2.3.00. The physician programmer could not connect with the ins, a message that connection could not be established was displayed. It was later reported on (B)(6) 2014 that an overdischarge was confirmed. It was not a device malfunction. The patient did not charge the device for over 3 months and did not use it. The patient suddenly remembered that he had a device and tried to turn it on but with no success due to the overdischarge. The patient cannot use his device and was waiting for the physician to decide what to do. It has not yet been decided if the patient will receive a new device or not.

Manufacturer narrative:
(B)(4).